Manufacturer narrative:
(B)(4).

Event description:
Reportedly, it seems that arrhythmias were detected, and therapy was delivered properly. However, in one printed episode showing atp, the markers do not match the egms.